Event description:
Device was abandoned during implant when a hole was noted in one cusp. The valve was intra-operatively replaced with another mosaic valve; no additional consequence reported for the patient.